Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as the patient elected to retain the explanted hardware and no part or lot number was provided.

Event description:
A report was received regarding a patient who presented with non-union of a mid-shaft tibial fracture status post tibial nail implant. The implant date was noted as approximately (B)(6) 2012. On (B)(6) 2012, the surgeon removed the tibial nail and additional hardware which included a screw. The surgeon revised the patient with an external fixation device. This is report #2 of 2 for the same event.